Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Evaluation conclusion code applies to the implantable leads.

Event description:
The consumer reported that the patient was scheduled for an MRI due to a problem with the device/therapy; the patient had an unrelated back surgery in (B)(6) 2015 where the leads were taken out and the implantable neurostimulator (ins) was left in place. The patient stated that the surgeon tried to replace the leads, but was unable to due to scar tissue. It was later reported that there was an unsuccessful attempt at putting the leads back in on (B)(6) 2015. It was also reported that the pain, for which the ins was initially implanted, resolved after the surgery so the patient never had the leads replaced. In addition, the patient was instructed to continue recharging the ins just in case she needed the therapy in the future. It was further reported that the patient had three more unrelated operations and forgot to keep the ins charged. An MRI was scheduled for (B)(6) 2016, and the patient was advised to turn off the ins. Possible ins overdischarge was reviewed. The patient was instructed to use the antenna locate (al) feature, and the patient was unable to communicate with the patient programmer or implantable neurostimulator recharger (insr). The "poor communication" screen and "reposition antenna" screen were seen on (B)(6) 2016. Additional information was received from the consumer on (B)(6) 2016 regarding event outcome and steps taken to resolve the poor communication/(possible) overdischarge issue; the patient was talked th rough the steps to recharge the battery and the issue was resolved. The patient's indications for use included spinal pain.

Event description:
Additional information was received from the patient. It was reported that since receiving the device in (B)(6) 2014 and having the lead removed in (B)(6) 2015 for surgery the patient continued to have difficulty maintaining six to eight bars to recharge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.